Manufacturer narrative:
Reported event an event regarding non functional involving a mako mics was reported. The event was not confirmed. Method & results -product evaluation and results: handpiece mics ¿ 209063-r. ¿ serial# (B)(4). Inspected per d06917 and determined failure of the following test steps: 7.1.1 cable visual inspection - pass. 7.1.2 hand piece visual inspection - pass. 7.1.3 pivot handle lock test - pass. 7.1.4 collar test - pass. 7.1.5.1 original cable agitation test - pass. 7.1.5.3.4 tn cable functional (new cable) - n/a. Original description not confirmed. Disposition: rtv. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mics failed verification. Checked all assembly. Changed our base array, end effector, and handpiece. Changed our vizadisc. All still failed. Restarted and it worked. Surgical delay = 15 minutes. Case type / application: tka.